Event description:
Caller states the patient tested 2.9 inr on the coaguchek xs system and 4.4 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.